Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. No display ramping on its own anomaly was noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The pump was received with cracked case at lcd window corners and scratched lcd window.

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 46 mg/dl. The customer treated the low reading with food. The customer stated that the button error alarm occurred right after the pump was exposed to moisture. The customer stated that she had broken in sweat and the pump was in her bra. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.